Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Prior to the report with tandem technical support (cts), customer reset the pump without cts instruction. Customer continued using the pump for insulin therapy. Customer¿s blood glucose level ranged from 162-163 mg/dl.